Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of c7-t1 spondylolisthesis , c7-t1 spinal canal stenosis, cervical myelopathy, c7-t1 foraminal stenosis and underwent c7-t1 laminectomy, bilateral c7-t1 laminoforaminotomy, posterior spinal fusion from c5 to t3 using lateral mass screws, pedicle screws and rods. Posterolateral fusion from c5 to t3 using allograft putty, demineralized bone matrix, local bone allograft and bone morphogenic protein. Background: the patient is a (B)(6) year-old male with a history of morbid obesity. In the past, he has undergone numerous lumbar spine surgical interventions. He has a known pseudoarthrosis at l5-s1. Nevertheless, the patient was noted to be redeveloping progressive proximal lower extremity weakness. Workup revealed the patient to be clinically myelopathic. A MRI of the cervical and thoracic spine revealed the patient to have high-grade stenosis of the cervico-thoracic junction with severe cord compression. The patient also had a grade 1 spondylolisthesis. On (B)(6) 2010, the patient underwent partial c7 corpectomy with c7-t1 discectomy and interbody fusion with strut grafting and plating from c7 to t1. Operative findings: severe stenosis at cervicothoracic junction. Per operative report: ¿¿a high-speed bur was used to decorticate the c5-6, c6-7, c7-t1, t1-t2 and t2-3 facet complexes and transverse processes. Allograft putty, dbm, local bone allograft and bone morphogenic protein were placed on as an onlay. Additionally, a piece of duragen was placed over the bare spinal cord as a scar barrier.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.